Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 478 mg/dl and 161 mg/dl. No strip container available. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 478 mg/dl and 161 mg/dl. No strip container available. No actions taken based on device results. No adverse event reported. The suspect device is no longer available.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.